Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced sustained hyperglycemia after performing a factory reset, with recurrent high glucose readings and a perceived lack of aggressive correction, and user behavior included double announcing meals contrary to recommended use; the highest reported glucose was 357 mg/dl with levels above 180 mg/dl for about 4 hours, and device alerts for prolonged hyperglycemia occurred. Symptoms included hyperglycemia without ketone testing, medical intervention, or immediate health effects. Outcomes included no hospitalization, no professional medical treatment, and no assistance required. Investigation included review of device data and user reports, along with troubleshooting and user education on post-reset protocols and avoiding double announcements. Investigation of this case revealed no device malfunction identified and user technique likely contributed, particularly double meal announcements and early post-reset adaptation when the algorithm recalibrates. It was concluded, based on previously established findings for similar reports, that the cause was unclear.